Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that after placing all six screws the doctor proceeded to place rod and cap screws. After removing the extended tab, upon proceeding to apply torque to the cap screws, the cap screw jumped a thread and was visibly dislodged. The 6.5mm x 45mm polyaxial screw long arm screw was removed and replaced. There was a delay to the procedure of approximately 10 minutes as a result.

Manufacturer narrative:
H3 product evaluation - root cause of the reported event is attributed to a missing full thread on the tulip head component of the polyaxial screw. The root cause of the missing full thread on the slpl tulips has been attributed to the tooling off-set was not properly touched off after a tooling change for the 45 degree ID tool. The lack of zeroing the tool properly resulted in the visible reduction of the thread width and the loss of the square shape of the full thread. Corrective actions were initiated. A health hazard evaluation was performed to assess the risk of the identified non-conformance. It was determined that there was a none/negligible health risk to the patient. Review of manufacturing history record found (B)(4) pieces of lot 8349pm were released for distribution on 03/04/2013 with no deviations or anomalies. Two-year compliant history review found one (1) previous report of this nature for the reported lot number.

Event description:
It was reported that after placing all six screws the doctor proceeded to place rod and cap screws. After removing the extended tab, upon proceeding to apply torque to the cap screws, the cap screw jumped a thread and was visibly dislodged. The 6.5mm x 45mm polyaxial screw long arm screw was removed and replaced. There was a delay to the procedure of approximately 10 minutes as a result.